Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was updated. Ptc global number: (B)(4). Lot number b61397 (production date 26-aug-2013; expiration date 31-aug-2016). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. One further ae case report has been received to date in relation to the reported batch , but this case does not refer also to a similar type of adverse events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coil migrated into her uterus and was causing her pain (interpreted as pelvic pain). She also had bleeding for over 25 days (interpreted as genital bleeding). Consumer underwent a vaginal hysterectomy. These events were considered serious due medical importance and are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Also, during essure use, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In the present case the essure coil migrated into her uterus and the consumer believed it was causing her pain, amongst other symptoms such as bleeding. Given the nature of these events, causality is assessed as related to essure use. Upon receipt of information stating that the consumer underwent a vaginal hysterectomy, this case was upgraded to incident due to required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a regulatory authority (case# mw5039117) in united states on 15-jan-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. It was reported that the essure was migrated. The consumer had serious cramps and bleeding for over 25 days. It was also reported that no physician want to take the coils out. Result and assessment of the product technical complaint investigation received on 01-feb-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 02-apr-2015: on (B)(6) 2014, essure devices were inserted; the lot number used was b61397. Follow-up received on 09-apr-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: b61397; production date: 26-aug-2013; expiration date: 31-aug-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. One further ae case report has been received to date in relation to the reported batch, but this case does not refer also to a similar type of adverse events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). Consumer reported that she had a vaginal hysterectomy because her coil migrated into her uterus and was causing her pain, amongst other things such as bleeding for 15 days and etc. She states that she understands that essure was made to be a permanent birth control and she would be happy if it was just that and didn't cause her these other issues. According to consumer, for her at (B)(6), to have a hysterectomy isn't the healthiest thing to do. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coil migrated into her uterus and was causing her pain (interpreted as pelvic pain). She also had bleeding for over 25 days (interpreted as genital bleeding). Consumer underwent a vaginal hysterectomy. These events were considered serious due medical importance and are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Also, during essure use, pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In the present case the essure coil migrated into her uterus and the consumer believed it was causing her pain, amongst other symptoms such as bleeding. Given the nature of these events, causality is assessed as related to essure use. Upon receipt of information stating that the consumer underwent a vaginal hysterectomy, this case was upgraded to incident due to required intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.